Event description:
The customer contacted stryker to report that their device kept turning off by itself after initial power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system pcba to resolve the reported issue. Further evaluation of the pcba found that the y1 crystal was intermittently functioning during the boot up process. The root cause of the reported issue is a malfunctioning y1 crystal. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device kept turning off by itself after initial power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.